Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead experienced diaphragmatic stimulation since the implant of the lead. The lv impedance measurements were 1400 ohms and was noted that the lead measurements were within normal limits. The lv lead had subsequently been programmed off. A surgical revision was later performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.